Manufacturer narrative:
The end user states that he has ataxia and this incident was not a malfunction or issue with the wheelchair. He states that he had a spasm and his arm hit the toggle, causing the wheelchair to spin rapidly 180 degrees, ejecting him from the chair and causing the chair to fall down the hill, landing on top of him. The end user stated that the chair was completely destroyed and will not be returned for evaluation. He is currently waiting on the delivery of his new chair. Due to the fact that the end user states the chair was operating normally before the incident, and that the incident was not a malfunction of the chair, no follow up report will be filed. This investigation is considered closed.

Event description:
Client was driving the chair up on a hill close to the edge above a lake when he 'tumbled down the hill." The end user ended up submerged in the lake with the chair on top of him. Some other hikers pulled him from the lake. The chair was removed later by firefighters. The end user ended up getting stitches in his head and face.